Manufacturer narrative:
Follow-up #1: date of submission 22-may-2019 device evaluation: the device has been returned and evaluated by product analysis on 20-may-2019 with the following findings: during investigation, the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump history showed the pump was delivering the programmed basal rate until the deliveries were halted by the user. No evidence of delivery malfunctions were observed. No damage was found to the keypad, and all buttons responded to the presses appropriately. The keypad was removed, and no damage was found to the button contacts. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. Unrelated to the original complaint, the battery compartment was cracked, and moisture was found in the display. A leak was found at the battery compartment. The pump was opened, and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 30 mmol/l associated with an alleged tactile issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the reporter stated that the patient¿s pump fell in the bath earlier that day. There was moisture alleged behind the display window and the patient was sent to school with the pump not realizing the buttons were no longer responding when pressed. The up, down and ok buttons were the alleged keys were no responsive to user presses. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged product malfunction.